Manufacturer narrative:
No anomaly was detected by checking the DHR of the stem extractor involved. (B)(4) stem extractors were manufactured with the same lot # (2014aa370) and this is the first and only complaint received on this lot #. We received pictures of the stem extractor involved, in which the thread of the stem extractor appears stripped near to the tip of thread, but we did not receive the instrument itself. It is possible that the thread damage was caused by an improper use of the instrument. Without an analysis of the instrument involved, a deeper investigation is not possible. This is the (B)(4) complaint received on the stem impactor (model # 9013.02.301); the previous one involved the breakage of the thread section. This stem extractor (model # 9013.02.301) has the same design of the stem impactor (model # 9013.02.300, an instrument which is on the market since 2003). Considering the total pieces manufactured with both the model #, and the total number of complaints ((B)(4)) reported on the two model #, the overall occurrence rate according to our pms data is (B)(4). No corrective action has been planned for this specific event. Limacorporate will continue monitoring the market on the reoccurrence of such issue.

Event description:
During a reverse shoulder surgery, the threads of the stem extractor were stripped during assembly of stem and reverse proximal body. Probably due to the fact that the threads of the stem extractor were stripped, the morse taper of the reverse body and stem were not set together properly. Consequently, the screw could not be fully set, leading to stripping of driver shaft and the allen wrench. This did not affect outcome of the surgery which was successfully concluded and the surgeon was satisfied with its outcome; therefore, good implant stability was achieved. Extension of surgical time of 20-30 minutes; no other consequences for the patient. Event occurred in the us on (B)(6) 2016.